Event description:
It was reported that the patient underwent a laparoscopic recurrent right inguinal hernia repair on (B)(6) 2009 and mesh was implanted. The patient had a confirmed hernia recurrence on (B)(6) 2012 and underwent an additional repair procedure on (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.